Event description:
It was reported that prior to a recanalization procedure, the catheter has been allegedly broken. It was further reported that the cone head falls off and separates from the catheter. Furthermore, the cone head still connected to the core. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter has been allegedly broken. It was further reported that the cone head falls off and separates from the catheter. Furthermore, the cone head still connected to the core. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was returned for evaluation. The complaint sample was received in two segments. A complete circumferential detachment was noted on the distal end of the strain relief. Segment two consists of the remaining catheter shaft which was stretched. No other anomalies were noted. Two photos and one video were reviewed. Both the images and video show the proximal portion of seeker is seen detached from the rest of the device which is in its protective hoop. Therefore, the investigation is unconfirmed for the reported material separation but confirmed for the identified detachment as the section of the catheter shaft was completely detached and also confirmed for the identified stretch as the detached proximal end of the catheter shaft was stretched. A definitive root cause for the alleged separation and identified detachment, stretch could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.